Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the MRI system. The instructions for use contain warnings related to the risk of attraction and movement of magnetic materials, see below. The sandbag that was brought into the examination room was not labeled safe for use in an mr environment. This sandbag was not supplied by philips but bought locally to be used for occupational therapy. This event is considered to be a use error. Instruction for use sw version r5 section magnet safety - access to controlled access area warning do not bring objects made of iron or other magnetic materials into the controlled access area. These objects will be attracted by the magnet and may lead to serious or fatal injury of the patient or operating personnel and may cause system malfunctions. Object examples: ¿ scissors, pocket knives, lighters, keys, coins, etc. ¿ mobile phones and pagers ¿ vacuum cleaners, floor polishers, etc. ¿ magnetic wheel chair, magnetic trolley, iron stretchers, etc. ¿ mr unsafe fire extinguishers. ¿ life supporting, vital sign monitoring, or emergency equipment h3 other text : use error, bringing object containing metal into the examination room

Event description:
Philips received a report on an attraction incident with a sandbag. A patient suffered fractures to her jawbone when the sandbag was attracted to the magnet.